Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported there is a black line down the center of the meter screen. Caller stated currently is still able to see all needed information. No adverse event. Requested return of the alleged meter for evaluation.